Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the registered nurse that inserted a size 16 foley catheter however only a minimal amount of drainage seen. Catheter then continued to not produce any urine, so a further catheter was passed and approximately 400ml was drained. On removing the original catheter, it was evident there was not a full hole in the eye of the catheter and recalls this occurred previously in march but thought it was an anomaly until further incident as above.

Event description:
It was reported by the registered nurse that inserted a size 16 foley catheter however only a minimal amount of drainage seen. Catheter then continued to not produce any urine, so a further catheter was passed and approximately 400ml was drained. On removing the original catheter, it was evident there was not a full hole in the eye of the catheter and recalls this occurred previously in (B)(6) but thought it was an anomaly until further incident as above.

Manufacturer narrative:
The reported event was inconclusive because no sample returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/poor burn process/wrong technic/mechanical error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or another placement of the catheter, such as nephrostomy tract. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.